Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the unit and was able to verify the reported problem. The stm checked the helium regulator in the cart for leaks and found none. To resolve the issues, the o-ring on the pneumatic connection between the cart and console and the helium reservoir were replaced. All leak tests were performed, and the unit passed per factory specifications. The stm also replaced broken p-clip restraint, and installed screw kit per factory requirements. All diagnostic tests, calibration safety and functional tests were passed per factory specifications, and the iabp was returned to customer and cleared for clinical use.

Event description:
Customer discovered that the helium tank of the cardiosave intra-aortic balloon pump (iabp) had a large leak that drained the tank completely within 24 hours. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
Customer discovered that the helium tank of the cardiosave intra-aortic balloon pump (iabp) had a large leak that drained the tank completely within 24 hours. There was no patient involvement, and no adverse event was reported.